Event description:
It was reported that ten closure tops stripped during final tightening in a two-level construct surgery. Other closure tops were used to complete the procedure. There was no impact on the patient. This is report 1 of 10 for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for ten (10) of ten (10) returned sequoia closure top (pn 3301-1) for the failure of stripped thread during operation. Visual inspection of the devices reveals that all closure tops have damaged threads. Medical records were not provided for review. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the screw inserter was being used or handled at the time of the damage. DHR review and related actions: per dhrs review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00071 to 3012447612-2021-00080.

Event description:
It was reported that ten closure tops stripped during final tightening in a two-level construct surgery. Other closure tops were used to complete the procedure. There was no impact on the patient. This is report 1 of 10 for this event.